Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the pump alarmed with pump error stating no delivery. The customer restarted the pump and the pump had failed battery alarm. Troubleshooting was done and customer was able to clear the alarm. The customer was asked to rewind pump but was not able to do it. The customer will continue to use the pump.